Event description:
The customer reported an issue where the insulin gauge displayed a different amount than expected, specifically, 120 units instead of the anticipated 174.5 units. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to ensure proper air removal from the cartridge before filling, which the customer acknowledged and understood, though they declined to load a new cartridge and chose to continue using the current one.